Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent unspecified alarms both while filling the tubing and also during insulin delivery. Although requested, the customer did not provide the alarm codes. There was no impact to the customer's blood glucose level. The customer was able to successfully change the cartridge and resume insulin therapy after each alarm.